Manufacturer narrative:
This device is distributed outside of the united states; however, it is similar to the united states product. The product remains implanted in the pt, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt underwent provisional t stenting to treat a bifurcated lesion in the left anterior descending (lad) and the second diagonal. The main branch was treated with a 3.0 x 23mm cypher select stent. A distal dissection was noted, which was treated with a 2.5 x 18mm cypher select stent. The pt returned three months after the index procedure with unstable angina, and had progression of the disease in the proximal left anterior descending, which was proximal to the study stent. The proximal lad was treated with another stent.